Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. Pump was repositioned. No components were removed or replaced. No information about the patient outcome is available at the moment. Additional information was received. Pump was not working and turned around due to scar tissue.